Manufacturer narrative:
Expiration date for lot 39190321 is 30-sep-2020. The test strips were requested for investigation. The returned test strips and meter were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.9 inr. Donor 2 inr: 3.0 inr. Testing results: lot 38560522. Donor #1: retention meter and master lot strips: 2.9 inr, customer meter and customer strips: 2.9 inr. Donor #2: retention meter and master lot strips: 2.9 inr. Customer meter and customer strips: 2.8 inr. Lot 39190321. Donor #1: retention meter and master lot strips: 2.9 inr, customer meter and customer strips: 3.0 inr. Donor #2: retention meter and master lot strips: 2.9 inr, customer meter and customer strips: 2.9 inr. Relevant retention test strips (lot 385605 and 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were not observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to itself using multiple strip lots. The result from the meter at 1:30 p.m. Was 7.8 inr with test strip lot 38560522. The result from the meter at 2:08 p.m. Was 3.1 inr with test strip lot 39190321. Results were not reported. The patient's therapeutic range was 2.0 - 3.0 inr. The patient currently tests weekly.